Manufacturer narrative:
Review of pump data logs by tandem quality engineer showed that eighteen bolus requests had been recorded. On (B)(6) 2016, two cartridge sequences were completed. There was multiple bolus requests made by the user not entering current blood glucose (bg) values and still having insulin on board (iob). There were no erratic basal rate adjustments made over the four days. The pump logs do not indicate that the insulin pump caused a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced occasional low blood glucose (bg) levels (lowest bg level of 40 mg/dl) during the night for 3-4 nights in a row. The customer consumed glucose tablets to treat bg level. Recommendation was made to consult with health care provider regarding diabetes management.